Manufacturer narrative:
Two photos of the device were received for investigation. The reported issue was confirmed in the photos, which demonstrated the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the evaluation, no root cause could be identified for the observed issue.

Event description:
It was reported that during the puncture of the port-a-cath, the needle flipped to the side. There was patient involvement but no injuries to the patient reported as a result of the event.

Manufacturer narrative:
According with the pictures provided the failure mode ¿a0158 - safety mechanism malfunction¿ reported in the complaint was confirmed, however since the sample was in used condition the failure mode cannot be attributed to the manufacturing process.